Manufacturer narrative:
The catheter involved in the reported complaint was received; however, the catheter will not be investigated due to covid contamination. The failure mode and the causes are known. Therefore, for the employee's safety, the returned catheter will not be investigated.

Event description:
The ivtm therapy was initiated for a post-cardiac arrest patient using an icy catheter (lot #unknown). The catheter was placed into the patient's right femoral vein, and the insertion was smooth. Within two days of the initiation of ivtm therapy, the customer noticed that the saline bag (500ml) had gradually decreased, almost empty. The thermogard system was put in standby mode. Following this, the customer observed blood backed up into suk tubing. The customer saw decreasing saline volume before the thermogard xp ivtm system generate an "air trap warning" alarm. The customer suspected a saline leak from the icy catheter balloon and 200 to 250 ml of saline infusion into the patient. The catheter was removed, and the treatment was continued with an alternate temperature management device. There was no malfunction reported for the console and the device was placed back for clinical use. No consequences or impacts on the patient.